Event description:
A user facility reported that an intraocular lens was scratched. Pt impact is unknown. Additional information has been requested.

Event description:
Add'l info provided by a nurse at the user facility confirms there was no impact/injury associated with this event.